Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
A revision surgery of the implant had to be performed.

Manufacturer narrative:
Correction - h6 (device code, conclusion code and clinical code) , h3 device evaluated by mfg the reported event could be confirmed, since the nail was returned broken, as reported. The device inspection revealed the following: the received nail is completely broken in the webs of the proximal lag screw hole. On the proximal side, instantaneous breakage can be seen at medial. There is a fatigue zone with a smooth surface and progression lines over almost the whole surface of the fracture. Drill marks and deformation were found at the lateral entrance. The drill marks were most likely caused by misdrilling which created the starting point of the fracture. On the distal side, heavy material deformation can be seen which most likely had contributed to the starting point of the fracture at lateral. The lag screw bearing point shows strong impression marks and deformation from high compressive load, indicating the nail was exposed to continuous high load over a longer period of time. Therefore, the breakage pattern resembles a fatigue breakage of the nail. The breakage was most likely initiated in a fatigue manner due to initial misdrilling and broke instantaneously from the other side due to high tension and loading over time. The broken nail was returned for evaluation and no product related issue could be detected. There was no additional information about the event provided, the implantation date is unknown and neither x-rays, nor operation report, nor information about patient activity was available. Therefore the root cause of the breakage cannot be defined. The evaluation of the nail has shown that fatigue caused by high loads did lead to the breakage of the device. The visible drill marks also played a certain role as such marks have an influence on the lifetime of the nail. As a reminder, the operative technique states the following: in the event the nail is damaged during lag screw reaming, the fatigue strength of the implant may be reduced which may cause nail to fracture. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
A revision surgery of the implant had to be performed.